Event description:
Dept of radiology purchased 6 radiation protection devices from picker intl inc. 5 or 6 devices were found to be contaminated with small amounts of naturally occurring radionuclide and have been returned to the MFR.